Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 86 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and reservoir tube window cracked.